Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alert occurred on an ilet using a 23-inch teflon 6 mm inset infusion set, with blood glucose values reaching 250 mg/dl and then 237 mg/dl during the initial call, and the alert recurred later at a blood glucose of 224 mg/dl; insulin delivery resumed after troubleshooting and was only fully resolved after a complete supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy until insulin delivery was resumed without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a reported lack of effect before the supply change, while no specific device component issue could be confirmed due to insufficient information and no device problem found during support-guided checks. It was concluded, based on previously established findings for similar reports, that the cause was not established.